Event description:
This is a report of a home patient (hp) who had a system error 2240 (air in set) alarm on the homechoice (hc) while connected during their final dwell. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device has been returned for evaluation. Visual inspection, pressure testing and clear passage testing was performed on the device with no issues noted. A full therapy functional test was run with the device with no issues noted. The cause of the reported problem could not be determined with the available information. Should additional relevant information become available, a follow-up report will be submitted.